Event description:
It was reported the patient's ipg was inoperable. As such, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Effective therapy was established post-operative and the issue is resolved.